Event description:
It was reported that there was an elective replacement indicator (eri) message on the patient programmer on the morning of the report. It was noted that the patient felt a weird pain in the back during/middle of the night prior to the report and thought that something/implantable neurostimulator/lead moved. It was noted that the patient stated it was a different pain and then tried to use the patient programmer and saw the message.

Manufacturer narrative:
(B)(4): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012-08-21, product type: lead. Product ID: neu _unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).